Event description:
It was reported that the procedure was performed to treat a moderately calcified and mildly tortuous lesion in the right coronary artery (rca). Reportedly after pre-dilatation, a 3.00x 18mm xience skypoint drug eluting stent (des) was advanced to the lesion; however, resistance was noted with a previously implanted stent. The des was removed, and it was noted that the stent had dislodged and was free floating in the rca. A 3.5x38mm xience des was deployed to crush the floating stent against the vessel wall. The procedure was then completed with another xience stent. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the previously implanted stent resulted in the reported failure to advance. During removal, interaction with the previously implanted stent inadvertently resulted in the reported stent dislodgement. As reported, a xience 3.5 x 38 was used to crush the dislodged 3.00 x18 stent to prevent it from migrating. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.